Event description:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (batch no. 202) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("vaginal bleeding disorder"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain and vaginal haemorrhage outcome was unknown. The reporter provided no causality assessment for pelvic pain and vaginal haemorrhage with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: pelvic pain - the analysis in the global safety database revealed 11.561 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the physician is not possible. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a physician and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (batch no. 202- invalid) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("vaginal bleeding disorder"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain and vaginal haemorrhage outcome was unknown. The reporter provided no causality assessment for pelvic pain and vaginal haemorrhage with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: pelvic pain - the analysis in the global safety database revealed 12.482 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the physician is not possible. Most recent follow-up information incorporated above includes: on 23-oct-2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (batch no. 202- invalid) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("vaginal bleeding disorder"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain and vaginal haemorrhage outcome was unknown. The reporter provided no causality assessment for pelvic pain and vaginal haemorrhage with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the physician is not possible. Most recent follow-up information incorporated above includes: on 23-oct-2018: correction following company internal review: auto-narrative supplement updated incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.